Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The reported problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported system error 345 alarms which were verified through a review of the event history log but not re-produced during evaluation. The cause was determined to be an out of specification force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.